Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while implanting a 13.2mm vticm5_13.2 implantable collamer lens, -12.0/+2.0/160 (sphere/cylinder/axis) into the patient's right eye (od), it tore. It was removed intraoperatively and there was no patient injury. This occurred on (B)(6) 2021. The status of the eye is reported as ac cell gr. 1, 0 flare, corneal edema. No infection or non-standard postop care was performed. The cause of the event is reported as other-possible ovd in injector.

Manufacturer narrative:
H3: device evaluation: the lens was returned in a plastic container with residue/debris on the lens. Visual inspection found that the haptic and optic were torn and residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
B5-previously stated a -13.0/+2.0/160 (sphere/cylinder/axis). Corrected value is -11.5/+2.0/146. Claim# (B)(4).